Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the reload and the stapler stopped. The surgical time extended in 90 mins due to the product problem. Additional info has been requested.